Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient is not getting pain relief from her spinal cord stimulator (scs) and she feels the stimulation in different areas. The patient fell while walking backwards down an incline and landed on rocks flat on her back. The impedance check is normal. The x-ray of the lead shows no movement from the original position, and the reprogramming was unsuccessful. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2018. Product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2018. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) on 2018-08-23, reporting that the cause of the patient not getting pain relief and feeling their stimulation in different areas was not determined. It was reported that reprogramming was done to resolve their stimulation issues. They stated that the issues should be resolved. Additional information received from the patient on (B)(6) 2018 reiterating their previous report that they fell over three weeks ago and they had been feeling pain at the implant site for about a week (aug-2018). It was reported that their doctor has done x-rays and said the patient should be ok. The patient stated the leads might have moved a little, but the doctor side it was ok. No further complications were reported/anticipated.